Event description:
The customer reported that the system experienced a loss of cine/vascular functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine disk drive was evaluated and identified as needing to be replaced. No conclusion can be drawn as repair info is unavailable and no additional service info was reported.